Manufacturer narrative:
There was no device available for analysis. Therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices, as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported, that the patient underwent surgical intervention. To explant the artificial urinary sphincter (aus). Because the device was no longer working properly. The patient was experiencing incontinence. It was unknown, why the device was no longer working properly. There were no additional patient complications.

Event description:
It was reported that the patient underwent surgical intervention to explant the artificial urinary sphincter (aus) because the device was no longer working properly. The patient was experiencing incontinence. It was unknown why the device was no longer working properly. There were no additional patient complications.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.